Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and there was no damage. It is unknown what task was being performed when the issue occurred, and if there was a loss of cautery associated with a broken/loose cable. It is also unknown if arcing was observed or if the instrument collided with any other instrument or tool during the procedure. There were no signs of thermal damage on the instrument and no fragments fell into the patient. There are no photos or videos for isi to review. Patient demographic information was not provided. Isi did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. There was no broken conductor cables observed during visual inspection. The instrument passed the continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of the customer reported issue (broken conductor wire) cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, maryland bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.